Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "in a regular inspection, it was confirmed that the u lag screw of gamma3 was penetrating. We don't know the cause. It seems that there was one fall. The patient's symptom is mild pain."

Event description:
As reported:"in a regular inspection, it was confirmed that the u lag screw of gamma3 was penetrating. We don't know the cause. It seems that there was one fall. The patient's symptom is mild pain."

Manufacturer narrative:
The reported event could be confirmed, since the x-rays were available to confirm the alleged failure mode. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the investigation, possible cause of failure could be user related issue (insufficient tightening of set screw to fix the position of lag screw) if any further information is provided, the complaint report will be updated.